Manufacturer narrative:
Concomitant products: dtma1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a few undersensed beats. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during recorded episodes and intermittently on current electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.